Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 33 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.21 kgf in average and 1.13 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply the european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread separates from the needle with a very weak pull. This problem is repeated with 3 pieces of the new package. It was during a laparoscopic hernia operation; the peritoneum was being sutured. In the first suture, the needle was immediately dislodged. In the next suture, the needle was sought in the abdominal cavity, and in the third suture, the doctor just wanted to check the resistance and again it came out with little force. The rest of the batch was sent for analysis. The operation could continue but the operation time has been prolonged by finding the needle in the patient's body. Additional information has not been provided.